Manufacturer narrative:
(B)(4). Devices removed at levels c3-c4 and c4-c5, corpectomy performed at c4, with anterior cervical plate and grafts implanted to fuse c3-c5. Investigation is ongoing.

Event description:
Revision surgery to remove anterior cervical fusion devices at 8 months post op.